Event description:
A report was received that the patient could feel the clik anchor on his skin associated with discomfort. The physician sutured the anchor back to the tissue, and the patient did well postoperatively.